Event description:
The customer reported that has been hospitalized for diabetic ketoacidosis three times. The first event was on (B)(6), 2013 with vomiting and blood glucose levels greater than 500 mg/dl. The second event was on (B)(6), 2013 with a blood glucose of 526 mgdl. The third event was on (B)(6) 2013 with vomiting and a blood glucose of 665 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Multiple no delivery alarms were found in the alarm history. The insulin pump passed the prime and high pressure tests. The customer stated that he was advised by his hcp to get the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.